Event description:
It was reported by the clinician that the catheter was being placed in the pt's left internal jugular. The smartseal sheath would not split and the tab broke off. Removing the sheath from the pt was difficult due to the way the sheath separated, the sheath had to be removed along with the catheter. The physician stated the blood loss was more than normal in this case. The procedure was attempted again with a new kit and was successful. The pt was transported to the post operative care unit in stable condition.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.